Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the handpiece and the issue was confirmed. Fse determined that the handpiece needs to be replaced and requested for a replacement from the sales representative. Through a follow up with the fss, he confirmed that the wires were not frayed, that a part of cover was damaged). Fss confirmed that there was no equipment performance issue, no electrical surge or short issue and that there was no patient injury. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that the ellips fx phaco handpiece cable was damage. There was no patient involvement reported.

Manufacturer narrative:
Through follow up with abbott medical optics sales representative, it was learned that the handpiece replacement, serial number (B)(4) was sent to the customer. All pertinent information available to abbott medical optics has been submitted.